Event description:
Ous MDR - after an estimated implantation duration of 5.5 years the longevity of the device was reported to be called into question. There were no dates provided for this device. The patient collapsed. The device was explanted and replaced.

Manufacturer narrative:
Upon receipt, the pacemaker was visually inspected. Scratches were noted on the pacemaker housing. The visual analysis of the header of the device did not show any anomalies. Particularly the set screws could be easily screwed in and out, there was no foreign material inside the header bores. The sealing plugs were found to be free of damages. A sample lead connector could be inserted easily and connected easily to the device. At a next step the pacemaker was subjected to an electrical incoming inspection. The pacemaker was interrogated and the pacemaker's memory content was analysed indicating no deviations. The battery status was found to be "eri" since (B)(6) 2012. It is reasonable to assume that the device switched to the battery status "eri" due to cold environmental conditions such as transport or storage. Follow-up data were not available for analysis. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed in eri-mode. There was no indication of a device malfunction. Additionally, a long-term pacing test was performed. The therapy functionality of the pacemaker proved to be flawless. In summary, the device is fully functional. With regard to the issues as mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.